Manufacturer narrative:
Other relevant devices are: unk-cv-sr-val-nav, s/n: unknown; use by date: unknown; upn # unknown unk-cv-sr-val-nav, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant evo stent graft was implanted in the endovascular treatment of a thoracic aortic aneurysm. It was reported 3 and a half years later, the patient presented to hospital with thoracic pain. A CT performed revealed a broken stent of the valiant evo causing a type 3 endoleak. A type ib endoleak was also found. It was reported there was 5 separate fractures noted on the valiant evo device along with the type iiib fabric endoleak as well as aneurysm enlargement intervention was performed two days later, 3 valiant navion devices were implanted as treatment with good results. 3 days later the patient developed sudden flank pain, tenesmus, and hypotension. An ECG was performed and was negative. After bowel canalization, the patients symptoms and hypotension had improved. The patient suddenly expired the next day. A likely aortic rupture was reported to be the cause. The endoleak was assessed by the site as not related to the procedure and related to the device. The probable aortic rupture was assessed by the site as not related to the procedure and related to the device. No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Additional information received: core lab updated the interim imaging as other 4 stent ring enlargement on vemf4040c225ce (B)(6). Further details were sent by observation on this interim fu imaging of (B)(6) 2020; fractures (B)(6) 3 persistent, 2 new (all previously reported); stent ring enlargement; 5; (B)(6) +10.7mm (persistent) (previously reported) +7.9mm (persistent) +3.5mm (persistent) +1.9mm (persistent) +1.8mm (persistent); aortic enlargement (previously reported); stent graft defect, rupture, and type iiib endoleak all related to stent fracture (all previously reported). Stent graft fracture - body stents (wireform) updated to stent ring enlargement, added other 4 stent ring enlargement on vemf4040c225ce with serial number (B)(6). In total now are 1 stent graft fracture - body stents (wireform) and 5 stent ring enlargement on vemf4040c225ce with serial number (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information it was reported the descending thoracic aortic aneurysm enlarged from 58mm at 1m fu (on (B)(6) 2017) to 64mm during interim imaging at 60 month follow up. It was reported the aneurysm growth was due to the stent fractures, which lead to the patient death medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B:5 additional information; interim imaging first performed on the (B)(6) 2020 identified 3 stent graft fractures (wireform). There was aortic lengthening noted and not distal migration. After receipt of the (B)(6) 2020 CT images, the previously performed images were re received and the fractures were identified. The type iii endoleak was assessed by both the sponsor and the cec as related to the device and not related to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that stent ring enlargement was identified on imaging from (B)(6) 2020. The maximum device diameter measured 10.7mm greater than the nominal device diameter. It was reported the stent graft fractures caused a fabric perforation leading to the type iii endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Additional information received; it was reported that on the CT imaging when the patient first presented, the maximum device diameter was 6.8mm greater than the nominal device diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.